Manufacturer narrative:
Concomitant medical products: dtbb1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high impedance on the superior vena cava (svc) coil and oversensing of noise with high rate non-sustained (hr-ns), ventricular tachycardia non-sustained (vt-ns), and sensing integrity counter (sic) episodes. The lead was reprogrammed and remains in use. It was further reported that the left ventricular (lv) lead has a high increasing threshold that was greater than the programmed safety margin. The lead remains in use. The patient will follow up with the physician for further evaluation. No patient complications have been reported as a result of this event.